Event description:
It was reported by repair work order that the head end and foot end brakes were not holding due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.